Manufacturer narrative:
Additional information received that their was no injury that occurred in this event. This is a follow up report for this information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580; health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582; health effect - impact code -2199. This is a follow up report for these corrected codes.

Manufacturer narrative:
Summary: involved product that broke was not returned and cannot be analyzed. Moreover, conditions in which the device broke are unclear. Nothing unusual to report was found during DHR review (batch #1825608). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend. For information, start-x tips are made of stainless steel, a material which is an electricity driver. However, tips are passive accessories which do not generate electricity. We assume that the issue is rather with the customer's scaler, which is an active and powered device and whose the right insulation seems defective.

Event description:
In this event it is reported that a start-x tip ems insert tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.